Event description:
It was reported that "the tip of the screwdriver broke off in the screw in the acetabular shell. Could not retrieve the piece, left it in the pt. Liner was implanted correctly, liner was flush".

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.